Event description:
On (B)(6) 2026, after the patient completed an IV infusion, a 5-ml positive-pressure pulsed flushing was administered. During the flushing process, the rubber seal on the prn of the indwelling cannula suddenly fractured. The flushing was immediately stopped, the indwelling cannula was clamped, and a new prn was replaced. The patient was not harmed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.